Event description:
It was reported that a patient implanted with an impella cp experienced deep positioning. The pump was repositioned. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details.